Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant's experience of cannula tip fragmentation. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by contact with the energy device that was used during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic distal pancreatectomy." Event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Sleeve tip melt. Report from the sales rep: during laparoscopic distal pancreatectomy, the distal end of the cannula melt. The customer stated that the cannula tip contacted [an energy device instrument] for a moment. The trocar was replaced with new one and the surgery was successfully completed. The fragment on the sleeve didn't fall inside abdominal cavity and no patient injury and less bleeding. Initial investigation report: the event unit with one(1) fragment was returned to us and visually inspected. The distal end of the cannula was fragmented(fig.1). The returned melted fragment(size:10.0 mm × 4.5 mm) is similar to the missing section on the cannula in shape. The unit will be returned to amr for further evaluation. (B)(4)." Type of intervention: "the trocar was replaced with a new on and the surgery was successfully completed. The fragment on the sleeve didn't fall inside abdominal cavity." Patient status: "no patient injury."